Event description:
Boston scientific received information that there was an allegation that this implantable pacemaker showed signs of premature battery depletion. It was also noted that the patient's non boston scientific right atrial (ra) and right ventricular (rv) leads exhibited insulation issues, noise and low impedances. The device oversensed the noise, and the patient experienced some diaphragmatic stimulation while in unipolar lead configuration. The device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
The device was later returned for analysis.

Event description:
Additional information was provided that the device was sent to the risk management department of this hospital; therefore, was not available for return at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.